Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed tests for noise and insufficient/low power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. A review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the compact air drive device, it was determined that the motor of the device was worn. It was noted that the motor gears and other parts were found to be faulty. It was further determined that the device failed pretest for check for excessive noise, check the power with test bench, and check for untrue running. It was noted in the service order that the device was not working while being used with a chuck device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.